Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to verify unexpected numbers ramping and scroll bar moving with no input and perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's left button was not working. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.